Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported the 69-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complaint reported that during impella cp support, there was a high purge pressure/purge system blocked alarm. The medical office recommended lysis therapy, however, staff decided against it. Afterwards, the pump stopped. Therefore, the pump was explanted and replaced with a new pump.

Manufacturer narrative:
The investigation into the pump stop and the high purge pressure issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. The catheter was cut near the motor housing and fluid and biomaterial expelled from the catheter. The root cause of the pump stop was most likely due to biomaterial buildup contributing to the high purge pressure.